Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), back pain ("severe back pain"), dyspareunia ("painful intercourse"), allergy to metals ("nickel allergy"), alopecia ("hair loss"), gastrointestinal disorder ("abdominal deformity") and scar ("severe large scarring"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy to remove essure devices). Essure was removed in (B)(6) 2010. At the time of the report, the abdominal pain, dysmenorrhoea, back pain, dyspareunia, allergy to metals and alopecia had resolved and the gastrointestinal disorder and scar outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, dysmenorrhoea, dyspareunia, gastrointestinal disorder and scar to be related to essure. The reporter commented: in (B)(6) 2008, plaintiff sought medical treatment regarding the aforementioned symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2008: results: confirmed fallopian tubes were bilaterally occlude. Amendment: the report was amended on (B)(6) 2019 for the following reason: information and references from case (B)(4) were entered as it was a duplicate from this case. Reporter's information was updated and new reporters were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), back pain ("severe back pain"), dyspareunia ("painful intercourse"), allergy to metals ("nickel allergy"), alopecia ("hair loss"), gastrointestinal disorder ("abdominal deformity") and scar ("severe large scarring"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy to remove essure devices). Essure was removed in (B)(6) 2010. At the time of the report, the abdominal pain, dysmenorrhoea, back pain, dyspareunia, allergy to metals and alopecia had resolved and the gastrointestinal disorder and scar outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, dysmenorrhoea, dyspareunia, gastrointestinal disorder and scar to be related to essure. The reporter commented: in (B)(6) 2008, plaintiff sought medical treatment regarding the aforementioned symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2008: confirmed fallopian tubes were bilaterally occlude incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.